Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (325 mg/dl). The customer took a correction bolus via the pump. Air bubbles were noted in the infusion set tubing. The customer changed out the infusion set tubing and resumed insulin delivery.